Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield composite series base unit, narrow (a3100) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and the unit passed all specific functional testing. The handle was set at the proper adjustment, and the locking handle on the left bracket did not move when pressure was applied to the base unit. Additionally, the locking handle was set at the proper torque setting. The unit will be returned to the customer without needing any repairs. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause is improper or suboptimal placement of the mayfield system on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the adjustment handle for bed prongs on the mayfield composite series base unit, narrow (a3100) slipped while the patient was secured to the bed in a skull clamp. The unit was seated all the way down into locked position, but the patient's head slipped. There was no patient injury reported.